Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer stated that the buttons were not working. Customer¿s blood glucose was unknown at the time of incident. Customer declined to troubleshoot for high blood glucose value. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) up button dome switch. No unlocked lcd keypad connector noted. No unexpected numbers ramping/scrolling during testing.